Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this patient underwent mitral valve surgery due to severe mitral valve regurgitation related to bacterial endocarditis. The patient's native mitral valve had an abscess and a perforation on the p1 leaflet. The surgeon repaired the leaflets and supported the valve with a 26mm flexible annuloplasty band. There is no mention in the operative report about this 26mm annuloplasty ring, but a device identification card for this serial number was submitted to medtronic and indicated that the product was "explanted". It is unclear if this ring was attempted prior to the implant of the 26mm band. The patient tolerated the procedure well and no adverse patient effects were noted.